Event description:
Patient with a lumbar drain was transported to radiology fluoroscopy for a myelogram. While in flouro the transducer for the lumbar drain broke. Drain was clamped and the patient was transported back to sicu and the neurosurgery physician changed the lumbar drain and tubing. Manufacturer response for lumbar drain ins 9030, (brand not provided) (per site reporter); in process of investigation at this time.